Manufacturer narrative:
The downloaded data returned an 0x1c alarm, indicating ¿pump has reached the pump expiration time ¿. The device ran for 80:00 hours and 2658 pluses before alarming and then deactivating. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. The exposed portion of the soft cannula was found to be stretched, and the formed needle was observed to be poking through the soft cannula. The cause and timing of the damage could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose 9bg) levels reached 400 mg/dl, while wearing the pod on the leg between 24 and 36 hours. A manual insulin injection was administered to treat the hyperglycemia.